Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary tubing drip chamber. The primary tubing set was being used to deliver an unspecified solution at a rate of 100ml/hr via symbiq pump. At an unspecified time, a secondary tubing set was connected to the proximal clave y-site on the primary tubing set for piggyback delivery of an unspecified volume of primaxin 250. The primaxin was to be delivered at a rate of 60ml/hr. The primary solution container was lowered below the secondary solution container. After an unspecified length of time, the nurse noted the primary drip chamber filling with solution. The tubing sets and the solution containers were replaced and the therapies were resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4)